Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 28th march 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: photos were provided and evaluated. The photos show the suspect cartridge to the left of a small, plastic-like material. The cartridge tip was observed to be damaged. The complaint cartridge was received and visual inspection was performed revealing that the cartridge tip was cracked and damaged. The base of the cartridge was also observed to be damaged. A small plastic-like material was also received. The material was sent to eag laboratories for evaluation. Per evaluation results, the sample is a mixture containing polypropylene and a salt species similar to sodium hyaluronate. The results were compared against the añasco manufacturing process library, yielding no correlation. The complaint issue of foreign material - loose and cartridge damaged were identified during photo and product evaluation. The observed cartridge tip cracked/damaged is similar to the reported complaint issue cartridge damaged. However, based on the complaint investigation results the complaint issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that right after implantation, the nurse and surgeon noticed damage to the cartridge. A small plastic piece was observed in the eye. It was removed and the eye was examined very carefully. Account indicated that the surgeon is experienced and has used johnson & johnson system extensively. Patient was fine and nothing else happened. Through follow up we learned that there was no clinically significant delay to the procedure. The customer has used other cartridges from this box of cartridges and they were fine. It seems to be just this cartridge they had an issue with. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - telephone number: (B)(6). Section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.